Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high microalbumin (ma) results generated by the unicel dxc 800 synchron clinical systems for multiple patients. Forty five high ma results were generated and reported out of the lab. The specimens were re-tested and amended reports were issued. An example of initial and repeated ma results was provided. Unknown if treatment was initiated or withheld based upon the false high results.

Event description:
Customer reported receiving imprecise meter readings of 51mg/dl,399mg/dl and 52mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid the results fell within the "c" zone showing the difference in values are considered clinically significant. Symptoms of hypoglycemia were reported however, customer self-treated with food to alleviate her symptoms and no third party medical intervention was required. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation and a follow-up report will be submitted when investigation results are available.